Event description:
It was reported that the pt had a pump refill in 2009; the drug concentration was changed and a bridge bolus was not programmed. The old concentration which was programmed was 500 mcg/ml at a dose of 224 mcg/day. The pump was not reprogrammed to reflect the new concentration of 2000 mcg/ml. The pt had received 896 mcg/day of the 2000mcg/ml. The pt experienced an overdose and was obtunded. The pt was admitted to the intensive care unit five days later. The hcp had decreased the dose to 24 mcg/day with the 500 mcg/ml concentration which was the equivalent dose if 96 mcg/day, 2000 mcg/ml. The hcp planned to correct the programming. At the time of the report, the pt was intubated. It was later reported that the pt experienced coma, respiratory problems, seizures, and somnolence. A CT scan revealed no new bleed in the head. The pt required ventilation support for several days. Per the hcp, it was unclear whether the event was secondary to seizures versus programming error and overdose or a combination. Per the reporter, the event was not device related. The pt's outcome was serious life-threatening injury/illness - recovered to baseline without neurologic sequelae.